Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2008) is considered to be the best estimate. Updated data: a2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g3, g4, g6, h2, h4, h6, h10. Corrected data: d6.a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventrio patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch which was implanted on (B)(6) 2012. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿the hernia sac was identified, opened and its contents were reduced. The peritoneal fat was excised. A ventralex mesh (device 1) was placed in the peritoneal cavity and sutured.¿ (ppf/mrr). On (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventralex mesh (device 1) and implant of ventrio mesh (device 2). Per op notes, ¿the hernia sac was encountered and freed from the subcutaneous tissues. The sac was opened. The old mesh (device 1) was noted superior aspect. Omental adhesions were lysed. The old mesh was folded on itself and excised entirely. A ventrio mesh (device 2) was placed and secured using sutures.¿ (ppf/mrr).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventrio patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch which was implanted on (B)(6) 2012. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.